Manufacturer narrative:
The field engineer performed investigation at the site, confirmed the failure, identified the problems as a wire pulled out from strain relief. The field engineer then corrected the problem by replacing the foot switch.

Event description:
Customer reported that x rays are staying on after the foot switch is released. The customer discontinued the use of the equipment and notified hologic of the problem. There was no pt or operator injury.